Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner and outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. The physician was not comfortable with the output and decided to do a revision using the same lead. A revision was performed to reposition the lead. Additional information obtained from the field which indicated that after a lead revision, the threshold was increased again. Clinic will continue to monitor for now. Moreover, the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. The physician was not comfortable with the output and decided to do a revision using the same lead. A revision was performed to reposition the lead. Additional information obtained from the field which indicated that after a lead revision, the threshold was increased again. Clinic will continue to monitor for now. The lead remains in service. No additional adverse patient effects were reported.